Event description:
The customer reported the ventilator alarmed due to an occlusion. The customer reported the ventilator blower was not running. The device was not in use on a patient therefore there was no patient involvement or harm. The manufacturer's service technician was able to duplicate the reported problem. The service technician replaced the blower to address the reported problem. Failure of the blower in normal ventilation mode could result in no ventilation or air output during operation. Applicable final testing was completed and passed to operating specifications.